Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient reported to baxter (B)(4) showed a leaking patient line. The fluid came even through the cap. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak issue. Complaint is not confirmed and the assignable cause is undetermined because disposable set was not returned for evaluation, batch review revealed no issues noted during the manufacturing process. There were no deviations from standard procedure and user did not describe any types of use errors or other issues that might have caused the leak issue.